Event description:
It was reported that stent damage occurred. A 20 x 3.00 promuis premier drug-eluting stent was selected for use. However, it was noticed that the stent struts were lifted. The procedure was completed with another of same device. No patient complications were reported..

Manufacturer narrative:
E1. Initial reporter title: updated to dr. E1. Initial reporter first name: (B)(6). E1. Initial reporter last name: (B)(6). E3. Occupation: updated from other health care professional to physician.

Manufacturer narrative:
The promus premier ous mr 20 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts lifted on the second distal strut row. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Hardened media was visible inside the inflation lumen. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 20 x 3.00 promuis premier drug-eluting stent was selected for use. However, it was noticed that the stent struts were lifted. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the device did not enter the patient and no issues were noted with the device packaging.

Event description:
It was reported that stent damage occurred. A 20 x 3.00 promuis premier drug-eluting stent was selected for use. However, it was noticed that the stent struts were lifted. The procedure was completed with another of same device. No patient complications were reported..